Event description:
In placing the resolution clip through the colonoscope, on initial opening of the clip, one arm of the clip broke off rendering the remaining part of the clip useless. The broken piece was left in the bowel. The remaining part was then removed. Five other resolution clips were inserted and used to close the defect in a zipper-like fashion. This was successful without occasioning any further bleeding.======================manufacturer response for clipping device - "resolution clip", resolution clip (per site reporter).======================manufacturer requested that it be mailed to them. They supplied packaging material. They also requested details relating to the procedure, which has been provided to them.